Event description:
Implant fractured. No event description was provided. However, the customer checked the fracture box.

Event description:
Implant fractured. No event description was provided. However, the customer checked the fracture box.